Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked display window, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Event description:
Customer reported that the esc and the scroll up keys were unresponsive. Customer's blood glucose reading at the time of the call was 187 mg/dl. No further information reported.